Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Field service specialist visited the account to perform a scheduled preventive maintenance and system met specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2018 and presented with diffuse lamellar keratitis (dlk) 3+ in right eye and 1-2 in left eye at 1 day post treatment. As of (B)(6) 2018 patient right eye had improved and the os is still at 2+. The pre-op best corrected visual acuity was 20/15 in both eyes and the current uncorrected visual acuity is 20/15 in both eyes. Patient is on a topical steroid currently.